Manufacturer narrative:
Other, other text: d4: UDI, g5: 510, and h4 are unknown one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was removed. There was no evidence to review in the device's event history log. Accuracy tests were performed and the reported issue was duplicated. As a result, the dso seal was replaced, and preventative maintenance was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com, please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump under delivered. A date and time discrepancies were noted. The pump delivered one quarter of the set dose at 0.25 ml and was set to delivered 1 ml/10 mcg. No adverse patient effects were reported by the customer.